Event description:
It was reported that the gel pads did not get filled up with water and there was no flow message on the screen in an arctic sun device. Per review of wo on (B)(6) 2024, device was used on patient. Per follow up information received via email on (B)(6) 2024, the device would be sent to the depot. The issue was not resolved yet, it was expected that the circulation pump would be exchanged. The repair was ongoing. No impact to the patient due to device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the gel pads did not get filled up with water and there was no flow message on the screen in an arctic sun device. Per review of wo on 21feb2024, device was used on patient. Per follow up information received via email on 21feb2024, the device would be sent to the depot. The issue was not resolved yet, it was expected that the circulation pump would be exchanged. The repair was ongoing. No impact to the patient due to device.